Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter and a right ventricular lead noise alert. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable.

Event description:
It was reported a "lead integrity alert triggered and there were a lot of short v-v intervals." It was also reported there was noise and the lead was possibly fractured. Re-programming was done to "turn the lead off." Explant of the lead is planned for an unknown date. No patient complications have been reported as a result of this event.